Event description:
A nurse reported the intraocular lens (iol) haptic distorted during the initial surgery. The incision was enlarged and the iol removed during the same surgery, no patient injury. A new lens was implanted without complication.

Manufacturer narrative:
(B)(4) - the lens was not returned for analysis, an empty lens box only was received. Prior to release to the market the iol met all manufacturing specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Date of the event was not reported.all available information is included in this report.